Manufacturer narrative:
Customer stated they had the device set to 36 and the system was measuring 41 degrees. No adverse event reported. Gentherm received a complaint (see complaint #'s (B)(4)). (B)(4) is being reported under a separate MDR # (1516825-2020-00008).

Event description:
Customer stated they had the device set to 36 and the system was measuring 41 degrees. No adverse event reported.